Event description:
It was reported that the wireless communication module was not providing a connection, and the pump displayed an intermittent connection message. Per reporter, the module was removed and attempted other communication modules, but the same error message came up with no wi-fi connection. There was no patient involvement or harm. Evaluation of the returned device confirmed high alarm displayed: communication module intermittent connection and found error code 41786, indicating the user interface never came out of reset.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed instances of "high alarm displayed: communication module intermittent connection." Functional testing also revealed error code 41786, indicating a user interface failure. The printed circuit board will be replaced to address the error code. The cause of the communication issue has not been determined.